Event description:
Customer claims that after the obturator penetrated the peritoneum, the shield did not deploy and the blade was exposed under vision. The trocar was removed, using standard removal procedures, without causing pt injury or complication.